Event description:
At the beginning of an rf procedure, when the generator was in the test mode, the pt experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without a delay. There was no intervention or add'l treatment required due to this event. There are no adverse consequences reported as a result.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet begun.